Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the dreamstation auto CPAP machine has service required error pops up and also the machine is very hot, when he put the sd card it melted at the edge of it. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the dreamstation auto CPAP machine has service required error pops up and also the machine is very hot, when he put the sd card it melted at the edge of it. There was no report of patient harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected, and customer complaint not reproduced. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and unit got scrapped. In this report in event date (rfb), box g: date received by mfg, in box h: eval method code, eval result code, conclusion code, recall (z) number (rfb), remedial action init (rfb) has been updated.